Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016 (132 days post-procedure), the patient began the retrieval of the study filter procedure because it was no longer clinically needed. Filter legs did not appear outside the column of contrast before the filter retrieval. There was >25 ¿ 99% thrombus present in the filter; therefore, filter retrieval was terminated. She was treated with an endovascular suprarenal filter placement. The site determined the caval thrombosis was possibly related to the study device but not related to the study procedure(s). A pre-existing condition did not cause or contribute to this event. The device did not malfunction or deteriorate in characteristics or performance. The event is ongoing. The pre-retrieval x-ray done on the same day revealed no evidence of filter fracture, embolization, migration, or filter tilt. Analysis of the pre-retrieval x-ray is not available. Patient outcome: on the same day as the retrieval procedure, the patient was discharged from the hospital. The patient remains in the study.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Summary of investigational findings: investigation is based on description of event and review of provided imaging. According to the imaging review, the filter was deployed infrarenal without significant tilt or perforation of the ivc. At time of filter retrieval (no imaging), 132 days post placement, the complaint report describes that there was between 25-99% thrombus within the filter, why retrieval was aborted. Instead a second filter was placed suprarenal, however, there is no description in the complaint report of thrombus extending above the level of the filter to indicate necessity of placing an additional suprarenal filter. Furthermore, the imaging review states, that "it is uncertain whether this thrombus formed in situ versus the filter performing its function and prevented pulmonary embolism from a migrating lower extremity dvt." According to literature, the presence of an ivc filter does increase the risk of dvt and ivc thrombosis - even in combination with anticoagulation. A reference is made to the instructions for use (IFU): potential adverse events: pulmonary embolism; filter embolization; vena cava occlusion or thrombosis. However, given the patient's history of known proximal dvt, the high risk of forming a dvt due to her orthopedic procedure and inability to anticoagulate due to gastrointestinal bleeding, placement of the ivc filter was considered appropriate. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2016 (132 days post-procedure), the patient began the retrieval of the study filter procedure because it was no longer clinically needed. Filter legs did not appear outside the column of contrast before the filter retrieval. There was >25 99% thrombus present in the filter; therefore, filter retrieval was terminated. She was treated with an endovascular suprarenal filter placement. The site determined the caval thrombosis was possibly related to the study device but not related to the study procedure(s). A pre-existing condition did not cause or contribute to this event. The device did not malfunction or deteriorate in characteristics or performance. The event is ongoing. The pre-retrieval x-ray done on the same day revealed no evidence of filter fracture, embolization, migration, or filter tilt. Analysis of the pre-retrieval x-ray is not available. Patient outcome: on the same day as the retrieval procedure, the patient was discharged from the hospital. The patient remains in the study.